Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon third-party review of x-rays received, polyethylene wear of the acetabular liner, possible excessive acetabular cup version, and radiolucencies with osteolysis around the acetabular component. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-02978, 0001825034-2017-04370.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. All products were kept by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Date implanted - unknown date in 1996. Concomitant medical products: unknown cup p/n unknown l/n unknown; unknown stem p/n unknown l/n unknown; unknown head p/n unknown l/n unknown.

Event description:
It was reported patient underwent a hip revision 21 years post-implantation due to poly wear. Attempts to obtain additional information have been made; however, no more is available.